Event description:
The dealer alleges when the consumer sat on the chair, three of the four legs popped free of the brackets holding them in place, causing the consumer to fall. No serious injury is alleged.

Manufacturer narrative:
Invacare received information a user went to sit on their shower chair and 3 of the legs became disconnected from the base. User required emergency services to assist her up. User allegedly hurt her wrist; extent of injury is unknown. History has also shown that events of this type are the result of improper loading or improper use of the device and nota a malfunction. MDR filed as a conservative measure.